Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping / pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy on (B)(6) 2016 and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, migraine, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain lower, fatigue, migraine and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), embedded device ('migration of essure device location of device: intramural portion of the fallopian tube/a piece of coil had been embedded into my uterus/ migration'), device breakage ('piece of coil in uterus'), abdominal pain lower ('cramping / pain/ lower abdomen pain') and device expulsion ('migration of essure device location of device:piece of coil in uterus,') in a 31-year-old female patient who had essure (batch no. 806702) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diverticulitis. Concomitant products included oxycodone and venlafaxine hydrochloride (effexor). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ menorrhagia ( heavy menstrual bleeding)"). In (B)(6) 2012, the patient experienced migraine headache ("migraines/headaches"). In 2012, the patient experienced fatigue ("fatigue") and nausea ("nausea"). In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic adhesions ("adhesions"), migraine ("migraines"), anxiety ("psychological or psychiatric problems condition: anxiety/ psych injury"), depression ("depression/ psych injury"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy and salpingectomy on (B)(6) 2016 and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device breakage, device expulsion, pelvic adhesions and weight increased outcome was unknown, the abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine headache, dysmenorrhoea, fatigue, nausea, pelvic pain and abdominal pain had resolved and the migraine, anxiety and depression was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, menorrhagia, migraine headache, nausea, pelvic adhesions, pelvic pain, vaginal haemorrhage, weight increased and migraine to be related to essure. The reporter commented: the plaintiff received treatment for abdominal pain, pelvic pain, menorrhagia,depression, anxiety, migration, fallopian tube perforation, pelvic adhesions. Discrepancy noted in date of removal. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2012: conclusions: 1) tiny nonobstructing renal calculi bilaterally. 2) less than 2-mm calcification in the left hemipelvis is consistent with a distal left ureteral stone. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2016: final diagnosis: a: fallopian tube, left; salpingectomy: portion of benign fallopian tube, complete cross section identified. No tubal intraepithelial neoplasia or other malignancy identified. Disrupted metallic wire, consistent with essure device (gross only). B: fallopian tube, right; salpingectomy: portion of benign fallopian tube, complete cross section identified. No tubal intraepithelial neoplasia or other malignancy identified. Disrupted metallic wire, consistent with essure device. Ultrasound pelvis - on (B)(6) 2017: impression : linear echogenic appearing foci in the region of the left fundus extending toward the left fallopian tube. This may reflect a remnant of the previous essure device, consistent with reported clinical history. A similar appearing structure was also noted in this region on the prior ultrasound. The previous right-sided structure is no longer present; on (B)(6) 2017: final diagnosis: cervix and uterus: benign cervix, negative for koilocytotic atypia, squamous dysplasia and endocervical cytologic atypia/dysplasia. Uterus showing early proliferative phase endometrium. No specific histopathologic abnormality identified. Essure coil within cornual portion of left fallopian tube. Lot number: 806702, manufacture date: 2010-11, expiration date: 2013-11. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-oct-2019: plaintiff fact sheet received : events added- pelvic pain, abdominal pain, fallopian tube perforation, pelvic adhesions. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: intramural portion of the fallopian tube/a piece of coil had been embedded into my uterus'), device breakage ('piece of coil in uterus'), abdominal pain lower ('cramping / pain/ lower abdomen pain') and device expulsion ('migration of essure device location of device: piece of coil in uterus,') in a 31-year-old female patient who had essure (batch no. 806702) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diverticulitis. Concomitant products included oxycodone and venlafaxine hydrochloride (effexor). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced migraine headache ("migraines/headaches"). In 2012, the patient experienced the first episode of fatigue ("fatigue") and nausea ("nausea"). In 2013, the patient was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines"), the second episode of fatigue ("fatigue"), anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy and salpingectomy on (B)(6) 2016 and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device breakage, device expulsion and the last episode of fatigue outcome was unknown, the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, the last episode of weight increased and nausea had resolved and the migraine, anxiety, depression and migraine headache was resolving. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, embedded device, menorrhagia, migraine headache, nausea, vaginal haemorrhage, the first episode of fatigue, the first episode of weight increased, migraine, the second episode of fatigue and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2012: conclusions: 1) tiny nonobstructing renal calculi bilaterally. 2) less than 2-mm calcification in the left hemipelvis is consistent with a distal left ureteral stone. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2016: final diagnosis: a: fallopian tube, left; salpingectomy: portion of benign fallopian tube, complete cross section identified. No tubal intraepithelial neoplasia or other malignancy identified. Disrupted metallic wire, consistent with essure device (gross only). B: fallopian tube, right; salpingectomy: portion of benign fallopian tube, complete cross section identified. No tubal intraepithelial neoplasia or other malignancy identified. Disrupted metallic wire, consistent with essure device. Ultrasound pelvis - on (B)(6) 2017: impression : linear echogenic appearing foci in the region of the left fundus extending toward the left fallopian tube. This may reflect a remnant of the previous essure device, consistent with reported clinical history. A similar appearing structure was also noted in this region on the prior ultrasound. The previous right-sided structure is no longer present; on (B)(6) 2017: final diagnosis: cervix and uterus: benign cervix, negative for koilocytotic atypia, squamous dysplasia and endocervical cytologic atypia/dysplasia. Uterus showing early proliferative phase endometrium. No specific histopathologic abnormality identified. Essure coil within cornual portion of left fallopian tube. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet and mr received: lot no. Was added. New events - abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, depression, migraines / headaches, migration of essure device location of device: intramural portion of the fallopian tube; piece of coil in uterus, nausea, dysmenorrhea (cramping), fatigue , weight gain were added. Reporter's information, patient demography, medical history, concomitant drugs, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.